Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead replacement procedure. The ra lead was capped and replaced on (B)(6) 2006 for an unspecified reason. The patient was stable throughout.

Manufacturer narrative:
Di not available as product was manufactured on or before (B)(6) 2014 further information was requested but not received.